Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224drg implantable cardioverter defibrillator, implanted: (B)(6) 2009; 5072-52 implantable pacing lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for out of range rv pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.